Event description:
It was reported that the top 2/3 of the platform display is blank. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.